Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: lnq11 icm: implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was failing to capture at patient¿s follow up clinic appointment. It was confirmed by x-ray that the lead was dislodged. A set screw problem was also noted. The lead was explanted and the device and lead were replaced. No patient complications have been reported as a result of this event.